Event description:
It was reported that the system 9900 locked up after a fluoro session and needed to be reinitialized in order to recover. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All aspects of system function were tested and found to be working as intended and placed back into service.